Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, there was significant drag when inserting the guidewire. The lead was taken out and the physician was able to remove the guidewire with the lead on the table but not in the heart. The lead was not implanted and replaced with a new lead. No patient complications have been reported as a result of this event.